Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power tray 10a fuses were blown. Once the fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the pendant on the imaging system is not powering on. It appears that everything else is powered on. All the lights turn on, on the cabinet of the system and the mobile view station (mvs) turns on with no issues. There was no patient present when this issue was identified.